Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having power cable disconnect alarms. It was noted that the patient was on an ungrounded cable and had a wire fracture with known driveline faults, low voltage alarms, and pulsatility index (pi) events. The patient had been experiencing increasing alarms since receiving a new power module. Log file review captured a series of unusual power cable disconnect events on (B)(6) 2022 and (B)(6) 2022 with no impact to motor function. There were no low voltage advisory or low voltage hazard events recorded. The power disconnect alarm stopped once the patient returned to battery power. On (B)(6) 2022 the patient had a system controller change. Log files were sent for review. The pump appeared to be operating normally with the ongoing driveline faults. It was stated that equipment would not be returning and the patient had no further alarms after the system controller exchange other than the ongoing driveline fault alarms. A new orange cable was requested.

Event description:
Related manufacturer report number for pump: 2916596-2022-10850.